Event description:
It was reported that the top of a flo-gard IV solution administration set separated from the rest of the set, resulting in fluid spilling onto the floor. This occurred during infusion of an unspecified drug. The patient¿s line was then clamped and new lines were setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received in its open pouch but the device still had its paper band on it and was unused. Visual inspection revealed that the tube was disconnected from the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.